Event description:
It was reported that the speed exceeded set rotation speed. A rotapro console was selected for use. During the procedure, the speed was set at 160,000 rpm but the maximum speed went to 165,000rpm and then went down quickly dropping to 130,000 rpm and lower. No patient complications reported.

Manufacturer narrative:
The returned product consisted of the rotapro console. The device was unable to reach the set number of rpms. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that pneumatic kit was the most probable cause of the complaint/event.

Event description:
It was reported that the speed exceeded set rotation speed. A rotapro console was selected for use. During the procedure, the speed was set at 160,000rpm but the maximum speed went to 165,000rpm and then went down quickly dropping to 130,000rpm and lower. No patient complications reported.